Event description:
Information was received regarding a cadd administration set. It was reported that the user hooked up a bag the day prior to reporting at 2000 and was about to change the bag the next day, but it appeared the bag was full. User denied any error alarms occurring in the 24 hours of running the pump. She was instructed to change the bag and the pump. She later confirmed that the new pump, serial number 1228068, was running and everything was correct. It is unknown if there was no patient, or clinician injury associated with this event.